Event description:
Report received of a non-delivery of propofol with no pump alarm. The pt was receiving propofol at an unspecified rate. The pt's blood pressue reportedly dropped to an unspecified level. The propofol was stopped, the line was clamped and the drip was removed from the acclaim encore device. The patient was transferred to the ccu, where the propofol was resumed at a rate between 25 and 35ml/hour on a different acclaim encore device. An unspecified "short time later" the patient reportedly "woke up and sat straight up in bed". It was noted at this time that the clamp on the propofol tubing was never opened and the patient did not receive any of the propofol. There was no pump alarm. The pump was removed from clinical service. The propofol drip was resumed on a different pump. There was no reported adverse effect to the patient. Though requested, there was no additional information available.